Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the failed drawer continued to display "requires maintenance." The customer attempted to reboot the device, but the issue persisted. The customer also performed additional troubleshooting by shutting down the station, unplugging the power cord from the back of the unit, waiting for 2-5 minutes, reconnecting the power plug, and turning the station back on. However, after attempting to recover the drawer again, it continued to fail. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 8 was found unresponsive and producing a clicking noise during operation. A field service engineer inspected wiring and latch solenoid and confirmed proper function, identified oxidized mini switch contacts causing latch issues, cleaned contacts, reinstalled latch assembly, verified alignment, and confirmed normal operation with hardware test application (hta); door returned to service with no further issues. The system functioned as intended after the field service engineer repaired the device.